Event description:
It was reported that at the beginning of a surgical procedure involving a retina using an opmi visu 200 microscope system, the microscope became loose from the support arm and almost made contact with the patient. The surgeon in conjunction with the microscope internal connections supported the microscope while the securing screws were put back into place. There was no injury to the patient. The surgery was completed without further delay or incident.

Manufacturer narrative:
A field service engineer (fse) performed an on-site investigation of the opmi visu 200 microscope. The two securing screws that ensure the microscope remains connected to the support arm were not sufficiently tightened. These securing screws are only intended to be adjusted by qualified personnel; they are not user adjustable. The fse replaced one of the securing screws due to hex wrench wear, verified all parts were tightened and verified that the system met specifications. The site reported that a third party has been performing maintenance on this microscope. (B)(6).